Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. Please therefore disregard this report. Please see attached.

Event description:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. Please therefore disregard this report.

Event description:
It was reported that patient received medication due to pain and abnormality of gait.